Manufacturer narrative:
Follow-up received on 09-may-2016: the quality safety evaluation of ptc was received. Ptc global number is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via media broadcast refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain complaints (seen as pelvic pain female) and bleedings (seen as genital bleeding). Essure was removed. These events were considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Given their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was received via media broadcast.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 07-mar-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer's drug history included oral contraceptive. It was reported that consumer experienced pain complaints, bleedings, mood swings, forgetfulness, very painful menstruation, many cramps, much blood with menstruation, could feel ovulation, different secretion, cyst, bacterial vaginosis and fungus infections. She stated that she never experienced these events before. The gynecologist she visited said that it could be the transition to menopause; her hormone metabolism was somewhat different. It would not be the essure. Essure has been removed and the pain complaints disappeared almost immediately after the surgery. Correction done on 10-mar-2016 based on information received on 07-mar-2016 this is a spontaneous case report which was received via media broadcast. Company causality comment: this non-medically confirmed, spontaneous case report received via media broadcast refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain complaints (seen as pelvic pain female) and bleedings (seen as genital bleeding). Essure was removed. These events were considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Given their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was received via media broadcast.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.